Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture left baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified, striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted.